Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that proximal end of the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. As a result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue and the proximal side of the ptfe pad and probe came into contact with each other. Then, the ptfe pad was worn away. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. Within 3 minutes use, the ptfe pad of the device was burn out. There was no patient injury reported.